Event description:
It was reported the pace/sense impedance increased to 3500 ohms. Noise on egms, elevated short interval count, short interval nsvt's (non sustained vt), high threshold, and probable lead fracture were also reported. The lead integrity alert had triggered. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.